Event description:
Dilator broke apart at distal end. Customer states that while trying to introduce "it just fell apart."

Manufacturer narrative:
Results of investigation will be filed in a supplemental report.